Event description:
The pt received two leads with the lot number. It was reported the pt experienced ineffective stimulation. Surgical intervention took place to explant the scs sys.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.